Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip 2120 cassette not attached alarm was revealed in the event log and during testing, it failed. This was isolated to dso sensor nonreactive. Action was taken to replace the dso sensor and replace the battery door.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip 2120 " cassette not attached alarm. Occurred. "This event occurred during testing. No patient involvement.